Manufacturer narrative:
(B)(4). Concomitant medical product: 010000934-g7 liner¿ 6455415. Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02553.

Event description:
It was reported that during a hip procedure, the g7 liner would not fit properly on the acetabular cup. A new liner was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.